Manufacturer narrative:
(B)(4). On an unreported date, the effluent fluid was clear. Treatment with meropenem therapy was reported to be ongoing. On an unreported date, the patient was recovered from the peritonitis event (previous outcome was reported as unknown). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. The patient was not hospitalized for the event. The patient was treated with injection meropenem (250 mg, route, frequency, and duration not reported) for peritonitis. The action taken with therapy was not reported. The outcome of the event was unknown. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.